Manufacturer narrative:
The reported event of the autopulse platform (sn (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed through visual inspection. The root cause for the reported issue was due to loosely connected load cell cable. The autopulse platform is a reusable device and was manufactured in 2010 and is 9 years old, well beyond the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Upon visual inspection, no other physical damage was observed. Unable to perform initial functional test due to ua07 (discrepancy between load 1 and load 2 too large) error message. The load cell cable was reconnected to address the issue. The archive data review showed occurrence of ua07 (discrepancy between load1 and load2 too large) error message on the customer reported event date. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4) reported on 10/07/2016 and the load cell was replaced.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.